Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient could not tolerate the lead being turned off and it was resumed on. The intermittent diaphragmatic and nerve stimulation returned and worsened. The patient elected to have a new lead implanted. The left ventricular lead was subsequently explanted and replaced.

Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2018; 694765 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and diaphragmatic stimulation intermittently for some time. A threshold check showed a slight increase in the left ventricular threshold. The lead could not be programmed around the stimulation despite increasing or lowering the voltage. The patient and physician elected to program the left ventricular lead off and possibly reimplant a new lead at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.